Manufacturer narrative:
The development of the zenith device followed qsp01 and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Although it is unclear if the pt had a systemic infection, the IFU does state that pts with a systemic infection may be at increased risk of a graft infection. Cook has established procedures for environmental monitoring and control that, at a minimum, address facility housekeeping, daily sanitation of work stations, gowning requirements, and environmental monitoring of controlled production areas. Specifically, this product family is tested for bioburden and endotoxin levels. Sterilization validation has been successfully performed and completed. At this time, we are unable to determine from the info provided the exact cause of the infection. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male with hypertension, severe pulmonary disease, and a previous surgery for colon cancer underwent elective aaa repair in early 2008. The pt's anatomical form was considered suitable for endovascular repair. The procedure went as labeled. In approx six and a half months later, the pt was admitted to another hosp with pyogenic arthritis of the hip. Mrsa was detected in blood culture that month. Drainage of the hip was performed. A culture of the drainage fluid also showed the presence of mrsa. In early august 2008, the pt was discharged from the hosp with antibiotics. The following month, the pt was admitted to the original operation site with hip arthritis. CT scan showed no abnormality in the stent grafts and the aorta. Then, two months later, CT revealed an aneurysm arising from the celiac artery down to the proximal graft. The next day, mrsa was detected again in the blood culture. The aortic aneurysm was considered to have been caused by graft infection. Sine the aneurysm was grown over the four branches of the abdominal aorta, the physician considered the open surgery was too difficult and decided to take follow-up observations. Pyogenic arthritis let to septicemia and the pt expired approx two months later.